Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es medications are not crossing over. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2021and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medications were not crossing over. A technical support specialist checking the application server, it was found that the server had been remotely accessed by the user and confirmed that an upgrade was in progress, which was causing the service to be down. The user confirmed that the service was currently unavailable due to the ongoing upgrade. The customer was informed that the ongoing upgrade was impacting the issue, as the service would remain down until the upgrade was completed and the upgrade was expected to be completed within approximately four hours, after which the customer was able to access patient data and orders. The customer acknowledged the information and granted permission to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es medications are not crossing over. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.